Event description:
The customer reported to philips that there was no ac power indication. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.